Manufacturer narrative:
Date of report : 23jul2019. This second follow up was submitted as a correction to close the emdr record. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 25jun2019. Date of report: 22jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen failed calibration. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the touchscreen failed calibration. There was no patient involvement.